Manufacturer narrative:
This report is filed on october 17, 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device.this report is filed july 10, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report, (B)(4).